Event description:
On (B)(6) 2026, a patient contact reported to fresenius technical services this 77-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler needed to discontinue a pd treatment due to not feeling well and vomiting. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up conducted with the patient¿s pd registered nurse, it was reported that this patient needed to discontinue a continuous cyclic pd (ccpd) treatment on (B)(6) 2026 due to vomiting and lethargy. The patient was safely disconnected from his cycler and transported to the emergency department where he was diagnosed with an abdominal aortic aneurysm (aaa) and admitted to the hospital on the same day to perform an emergency repair procedure. It was explained that the patient¿s aaa was previously small and monitored by his physician; however, the aaa had grown over time, and it was suspected to be leaking at the time of admission. The patient¿s aaa was attributed to a significant history of cardiovascular disease including preexisting hypertension. Additionally, it was affirmed that the patient¿s aaa was not exacerbated by ccpd therapy. The patient has been able to undergo continuous ambulatory pd (capd) utilizing hospital-provided manual solutions as capd is the preference for renal replacement therapy in the admitting facility. The patient is recovering from this event as he remains hospitalized and awaiting discharge home. It was reported that the patient¿s aaa, the associated symptoms and hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient will resume ccpd therapy on the same liberty select cycler at home upon discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available related to a fresenius device(s) and/or product(s).